Event description:
It was reported that a peritoneal dialysis set leaked from the patient line. This was noted during prime. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted that could have caused or contributed to the reported event. Functional testing of the device included leak/pressure testing, self-testing and priming; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified, nor the cause determined. Should additional relevant information become available, a supplemental report will be submitted.